Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller (rep) is currently with a patient reported hot/warmth while recharging and then stops charging. The patient does not see any codes on the insr, and reports the sensation is occurring after 2 hours of recharging. The patient recharges approx. Every 2 weeks and this occurred the past two times. Pss discussed with caller, there may not be an issue due to no error codes (375 or 376) and it occurs after charging for two hours. Suggested one option is for the patient charge more often for less time. Caller will discuss w/ patient and also makes her aware of the screens to see if a code appears. No action done at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient who was implanted with an implantable neu rostimulator (ins) for unknown indications for use. The patient was instructed to try charging again and to record the error to report back to the rep. This issue has not been resolved yet, as rep has not heard from the patient regarding the specific error code. The patient's weight is unknown and will not be provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.